Event description:
Additional information received from the consumer reported that the lady that the patient spoke too helped her turn the device back on and this resolved the loss of therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fssx, implanted: (B)(6) 2014, product type: lead.(B)(4).

Event description:
It was reported that the patient had a loss of therapy. Patient has experienced a loss or change of therapy. She does feel stimulation but not as strong as she used to feel it. A fall could be related to this issue. The patient fell about 1 month ago and reports that she started going to the bathroom a lot about 1 month ago. Symptoms reported were going to the bathroom a lot . The night before reported event date the patient was not able to increase stimulation with programmer but was able to decrease stimulation. The patient ins(stimulator) was off. The caller was able to turn ins back on with programmer. The caller was not sure how long ins had been off. The patient had a doctor's appointment at the end of july for botox injection. The caller set stimulation at 5.2 amplitude. Additional information from family/friend later reported device maybe off but she was not sure and she needs assistance. Caller states she can decrease stimulation but cannot increase stimulation. She may had turned stimulation off accidentally. Troubleshooting resolved reported issue. Caller reports when setting was at program 3 at 5.2 volts, it was stabbing patient and caller turned stimulation down to 4.2 volts. Caller reports patient fell in (B)(6) 2015 and will be seeing hcp (healthcare provider) on (B)(6) 2015 and manufacturer representative. The patient was diagnosed with gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports troubleshooting was needed for the patient programmer. The patient couldn't increase stimulation. Patient was at level 3 at 5.5 volts and couldn't increase stimulation because it was off. Turning stimulation on resolved issue. Patient said it was too strong and decreased to comfortable level 4.4 volts. She was complaining that the stimulation was moving or coming on and off.